Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.00mmx2.0cmx90xm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm after 30 seconds. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.